Event description:
The customer originally returned her evis lucera elite colonovideoscope due to an air/water flow issue noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing, as foreign material was noted in the air/water nozzle. This report is being submitted to capture the reprocessing problem found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing during the initial evaluation as noted. It was found that the subject device was insufficiently reprocessed as foreign material was discovered in the air/water nozzle. Consequently, the air/water flow rate as well as the water removal rate were not within specification. Additionally, the distal end adhesive had an uneven edge. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 28-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fragments of injection tube or silicone rubber products which entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.